Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella device for mechanical circulatory support. While on support there was hemolyzing and surgical bleeding. A dialysis line was placed at the bedside to start continuous renal replacement therapy. Heparin was removed due to the surgical bleed. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.